Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented into clinic for follow up when the device could not be interrogated. No intervention was performed due to patients request. The patient condition was well.